Event description:
It was reported that the inflation syringe cap was off, and syringe only had 1 cc of saline.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be tip cover came off during shipping or in processing. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation syringe cap was off, and syringe only had 1 cc of saline.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "tip cover came off during shipping or in processing ". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inflation syringe cap was off, and syringe only had 1 cc of saline. Per additional information received on 03oct2024, it was reported that the sterile tray obtained to insert foley catheter, syringe for balloon inflation did not have a cap plunger all the way back with only 1 cc of saline. Discarded the tray and obtained second sterile tray. Gloves no longer included in some foley trays. Per additional information received via notification on 08oct2024, they believed this was an incident that occurred in intensive care unit in june. They also reported a new complaint with their representative two weeks ago that all trays from the lot # ngjp2169 have been removed, because the balloon did not inflate properly on multiple foleys with the same lot#. There was no impact on the patient.